Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported "implant caused several rounds of auto immune relation and capsular contraction. Lot of bii symptoms including headaches, nausea, excessive weight gain, jaundice, depression, lethargy, tiredness, stomach upsets and bruising.". Device remains implanted. This relates to unknown side. Events of "headaches, nausea, excessive weight gain, jaundice, depression, lethargy, tiredness, stomach upset" are not considered device related.